Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a planned treatment. The procedure was completed as intended without any additional intervention. The philips field service engineer (fse) inspected the system and confirmed that the image disk full. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the issue resulted from the image hard drive reaching full capacity. To resolve the issue, fse formatted the image hard drive and performed the image retrieval, deletion, and recreation of the image store. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed on the same system as planned without any additional intervention. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.